Manufacturer narrative:
The complaint sample, lot number, and sample photos were not provided, and the reporter does not authorize follow[?]up contact. The reporter does not authorize follow up contact with the treating physician as well therefore no investigation can be performed.

Event description:
On (B)(6) 2025, the quality department received the following notification from ae. Brasam, obtained through the patient support program: "a family member of a male patient with a diagnosis of hereditary angioedema, currently undergoing treatment with firazyr, reports during a psychology consultation that on (B)(6) 2026, while having dinner, the patient bit his lip. Subsequently, at 1:00 a.m. On (B)(6) 2026, the patient presented swelling of the lip. Due to this situation, the family member administered one dose of firazyr. She states that at the time of administering the medication, the needle was not properly pressed, and she observed that the medication was leaking (the amount is unknown). She also reports that, when attempting to complete the administration, the needle remained embedded in the abdomen; she adjusted it and was able to complete the injection. She reports that after administration, the swelling subsided. Additionally, she reports that today, (B)(6) 2026, the patient experienced pain and swelling in the back and abdomen; therefore, firazyr was administered, with improvement of symptoms. She reports that the patient is currently doing well. The reporter does not authorize followup contact. The reporter does not authorize followup contact with the treating physician."